Event description:
Distributor contacted dexcom technical support on behalf of foreign patient on (B)(6) 2015 to report intermittent out of range signal on (B)(6) 2015. The distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).